Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device is not available for return.

Event description:
It was reported to nevro that a trial patient acquired an infection. The devices were removed. The patient was hospitalized and was given IV antibiotics. The trial was not successful and the permanent implant is unlikely for this patient. There was no other report of further complication.